Manufacturer narrative:
Evaluation results: one portex blue line ultra (blu) tracheostomy tube was returned for investigation in used condition without its original packaging. The sample was visually inspected, at a distance of 12 to 16 inches and normal conditions of illumination. No discrepancies were found. A syringe was used to inflate the cuff and the pilot balloon of the device. The device was then submerged under water in order to check for leaks. No leaks were found. The reported product problem could not be replicated, therefore a root cause was not established.

Manufacturer narrative:
One blue line ultra (blu) tracheostomy tube was returned for analysis in used condition. No discrepancies found upon visual inspection of device. A syringe was used to inflate the cuff while submerged under water to test device; no discrepancies observed. Relevant documents were reviewed and deemed adequate. The manufacturing process was reviewed to verify that there are no situations or practices that could create the complaint. The cuff assembly operation and inflation line assembly operation were both reviewed; no discrepancies were found. An audit of 32 units were put through inflation testing; no deflated cuffs were detected. Based on the evidence there is no root cause as the complaint was not confirmed.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that immediately after the product was placed, a breathing resistance was observed which caused the patient's blood oxygen saturation levels to decrease. The operators replaced the device with a competitor's tube (aspir-ace), after which the problem was resolved. No death or serious injury was reported in connection with this incident.